Event description:
Consumer called and stated the meter is not accurate when comparing to other meter. Analysis run on clark error grid using competitive reading (192) as ref. Point vs bd reading (390) yielded data points in the c range of the grid, outside acceptable limits.